Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was further reported that the 90% stenosed lesion was located in the left anterior descending (lad) artery). The patient's status is reported as fine.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device found that the hypotube and distal extrusion were kinked at various locations along their lengths. An examination of the balloon material found no tears or holes in the balloon. A microscopic examination of the proximal weld site found no evidence of any necking. However, an examination of the inner extrusion at the proximal markerband found that the inner was bunched up. This bunching stretched from the distal edge of the proximal markerband and extended proximally to inside the proximal balloon sleeve. Traces of contrast media were visible inside the inflation lumen. The device was attached to an encore inflation unit however, several attempts to inflate the balloon failed. The device was immersed in warm water and the balloon was inflated to its rated burst pressure with no leaks noted. A vacuum was pulled and the balloon deflated fully. The balloon was inflated to its rbp and deflated with no resistance noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a balloon deflation issue occurred. The physician placed a 2.25x20mm promus element plus stent. Once inflated, the stent delivery balloon would not deflate. After several inflations and deflations, the physician inflated the balloon to 26atm, the balloon deflated and was able to be removed safely. No patient complications were reported.

Event description:
It was further reported that the 90% stenosed lesion was located in the left anterior descending (lad) artery).the patient's status is reported as fine.

Manufacturer narrative:
(B)(4). Event date corrected from (B)(6) 2013 to (B)(6) 2013.